Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. In addition, we are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.

Event description:
It was reported that the patient had been to the hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include nausea, brain fog and feeling jittery. The patient reports the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. Once at the hospital emergency room the patient had blood work administered. The patient was treated with intravenous fluids as well a manual insulin injections. The patient reports they had been in the hospital emergency room from 1:00 pm-8:00 pm.